Manufacturer narrative:
Correction: lot number removed. Customer could not confirm the lot number information. Device evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero foreign matter evident. The following information was provided by the initial reporter: unfortunately, I do not have the product from the first incident last week. The nurse who opened the product noted that the gel packet was half full and there was a white powdery substance on/inside the probe cover. She discarded the product and opened another to use for the procedure (no patient harm) and did not inform me of this until it occurred for the second time.